Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the suction port of the device was broken.

Event description:
It was reported that the suction port of the device was broken.

Manufacturer narrative:
The reported issue (it was reported that the suction port of the device was broken) was confirmed. During visual evaluation it was found that the inlet port was found broken. Under 10 x magnification stress marks were observed in the inlet port and the inlet port fragment was not returned for evaluation with sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "viii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from the end of the trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction# 9.I for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attaching to auxiliary suction: 10.I.) Connect suction tube to empty port using a stepped 5-in-1 connector. 10.ii.) During auxiliary suction evacuator will deflate and exudates will flow through evacuator into suction tube. 11. To establish suction: 11.I.) Open empty port. 11.ii.) Squeeze evacuator. 11.iii.) Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. 12. To empty container: 12.I.) Open empty port over collection basin. 12.ii.) Squeeze evacuator to empty. 13. To re-establish suction: repeat step 11 above. 14. To read fluid volume: 14.I.) Invert unit. 14.ii.) Open empty port to release vacuum. 14.iii.) Read and record approximate volume. 14.IV.) Empty and reactivate evacuator." 1069: "l" 2645: "nl".

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "viii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from the end of the trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction# 9.I for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attaching to auxiliary suction: 10.I.) Connect suction tube to empty port using a stepped 5-in-1 connector. 10.ii.) During auxiliary suction evacuator will deflate and exudates will flow through evacuator into suction tube. 11. To establish suction: 11.I.) Open empty port. 11.ii.) Squeeze evacuator. 11.iii.) Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. 12. To empty container: 12.I.) Open empty port over collection basin. 12.ii.) Squeeze evacuator to empty. 13. To re-establish suction: repeat step 11 above. 14. To read fluid volume: 14.I.) Invert unit. 14.ii.) Open empty port to release vacuum. 14.iii.) Read and record approximate volume. 14.IV.) Empty and reactivate evacuator." (B)(4).

Event description:
It was reported that the suction port of the device was broken.